Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders did not cross over. A technical support specialist (tss) connected to the es10047150rpt server and then accessed the es10047150app server, where a downtime query showed one care fusion coordination engine (cce) interface with a disconnected flag and unprocessed xml. Several core services were restarted, but the cce timestamps did not update. The cce package deployment on the bdcce8001 server failed, so the case was reassigned to the integration engineering support team (iest) team. After further checks, both cce services were restarted, allowing inbound and outbound messages to process normally, indicating the issue was likely caused by a bad message that cleared after the restart. The admit discharge transfer (adt), formulary, and order messages became current, and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all orders were not crossing. The customer informed that the error interface was delayed for nearly 20 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.